Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ext set w/macrobore 2vps y-conn leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the blue plug within the catheter leaks at times.

Event description:
It was reported while using bd ext set w/macrobore 2vps y-conn leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the blue plug within the catheter leaks at times.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that extensions are hard to flush and there is also a leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.